Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2020, the patient experienced implant loosening. This adverse event was treated by a revision surgery on (B)(6) 2022, in which an unknown legion total knee revision femoral component, a lgn rev tibia base sz 5 lt and a gns ii con ins sz5-6 18mm were replaced with legion revision implants. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of the information provided, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported implant loosening and subsequent revision cannot be confirmed nor concluded since the patient¿s current health status is unknown. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include abnormal motion over time, bone degeneration, appropriate size selected, lack of ingrowth, osteolysis, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.